Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified iliac artery. A 10 x 60mm armada balloon ruptured as it was inflated at nominal pressure. As the device was attempted to be removed, there was resistance felt with the non-abbott guide wire (gw). Therefore, both the armada balloon dilatation catheter and gw were removed together as a single unit. Once the devices were removed from the anatomy, it was noted that the balloon of the armada had separated into two pieces. The distal end of the balloon was crumbled and the proximal part had completely separated. However, the balloon was still attached to the catheter. All pieces were recovered and no pieces were left in the anatomy. Once the devices were pulled out of the anatomy, they were unable to return to the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device status changed from returning to discarded. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined that the reported difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.